Event description:
Handle of endocatch broke while removing specimen. Removal was aborted. New bag and trocar inserted. Retrieval was successful. Manufacturer response for specimen retrieval pouch, endocatch (per site reporter).